Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient was hospitalized and treated by health care provider for hyperglycemia with insulin via injection while on insulin pump therapy. Blood glucose levels at the time of the event were not provided. The reporter alleged the pump emitted random alarms for occlusion of the infusion set tubing/site. Animas customer support verified that the infusion set was being used per manufacturer's instructions. Animas customer support made several attempts to follow up with the report for further information. No further information was provided. This complaint is being reported because the user alleged a serious injury while on insulin pump therapy due to an occlusion issue.